Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial pressure exceeded alarm occurred during a routine hemodialysis treatment which could not be resolved. A venous pressure high alarm then occurred. Clotting of the circuit was suspected due to the amount of time spent trying to resolve the alarm. No rinseback was perform resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The disposable cartridge was not available for evaluation. The exact cause of the pressure alarms cannot be determined. The user's guide identifies probable causes of the alarms and provides adequate instructions to resolve the alarms. However, the alarms were most likely the result of vascular access issues as the patient required catheter replacement shortly after this event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will review troubleshooting procedures with the operator. Nxstage medical considers this report closed. No additional information will be provided.